Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, patient found that the pump casing was cracked during a battery change. Reporter stated that there was no power loss, no trauma or moisture exposure to the pump and the battery cap was undamaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the returned battery cap was unable to fully tighten but was secured enough that the pump powered up with the appropriate audible and vibratory functions. A crack was observed from the threads to the base seal of the battery compartment. Evidence of moisture intrusion was not found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.